Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Device was not returned to manufacturer.

Event description:
On (B)(6) 2014, the patient reported the blood glucose monitor calculated the wrong bolus amount on several occasions. This resulted in hypoglycemia (approximately 40 mg/dl) 2-3 hours after she bolused. Her target blood glucose is 100-120 mg/dl, and she was able to self-treat with orange juice and toast. She also reported the monitor and infusion device lose communication during bolus calculations, and she was advised on possible causes. The monitor was replaced and requested for evaluation.